Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was reported that the left ventricular (lv) lead exhibited high pacing impedance. The lv lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was reported that the left ventricular (lv) lead exhibited high pacing impedance. The lv lead was explanted and replaced. The patient was stable.